Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on radius, wear abrasion, brown particles in the shell and underweight. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, stress marks and creases fold. Based on the device analysis the final assessment is: an opening crease sharp on radius assessed as fold flaw opening

Event description:
Patient representative reported patient ¿live[s] in fear knowing that their biocell® recalled implants have increased their risk of developing cancer¿ and experienced ¿physical pain and emotional distress.¿ healthcare professional reported rupture. Device has been explanted and replaced. This record is for the left side.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient representative additionally reported "disfigurement", "diagnosed with breast cancer" and diagnosed with bia-alcl. Pathological markers confirming alcl have not been confirmed. Patient representative reported the following event deemed not related to the device: "suffered scarring, loss of quality and enjoyment of life."

Event description:
Patient representative reported patient ¿live[s] in fear knowing that their biocell® recalled implants have increased their risk of developing cancer¿ and experienced ¿physical pain and emotional distress.¿ healthcare professional reported rupture. Device has been explanted and replaced. This record is for the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.